Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: stent: xience prime 2.5x23 mm. The stent remains in the patient. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
The patient was diabetic and presented with a st elevation myocardial infarction and left ventricular (lv) dysfunction. An angiogram revealed a tight lesion in the left anterior descending artery (lad), the left circumflex artery (lcx) and in the right coronary artery (rca). The physician planned on stenting all three vessels with the support of an intra-aortic balloon pump (iabp) and adequate medication. Using a radial access site, a 3.0x18 mm device was deployed first after doing proper bed preparation, vessel sizing and post-dilatation in the lad. Then the xience xpedition 3.0x33 mm was deployed in the highly tortuous and moderately calcified lcx. Finally the xience prime 2.5x23 mm was deployed in the moderately tortuous and calcified rca. After the end of the procedure, the patient had severe lv dysfunction and went into cardiac arrest. Even taking all the rescue measures, the patient expired. The reported cause of death was lvf, refractory pulmonary edema, acidosis, hypoxemia and cardiac arrest. No autopsy was performed. No additional information was provided.